Event description:
Caller reported a malfunction on the pump but no notable events occurred prior to the issue. Blood glucose level did not exceed 500 mg/dl, and there was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to contact technical support if any malfunctions occur again, and the caller understood this guidance.